Manufacturer narrative:
This report is filed january 21, 2016. The implanted device remains.

Event description:
It was reported the patient experienced bleeding and an infection at the abutment site. The implanted device remains.

Manufacturer narrative:
It was reported the patient experienced recurrent infection at the abutment site and was prescribed an antibiotic.